Event description:
It was reported by the affiliate that the (1) ems was used during an unknown procedure. It was reported that the device jammed. The case was completed with another device and there was no consequence to the pt.